Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that all system lights turned yellow. The user then selected the stop data button and an hour glass appeared. The touchscreen stopped responding. The user rebooted the computer, opened t-link, and the system operated as expected. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device not being returned.